Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported on behalf of a doctor that an intraocular lens "did not work" .there was no patient contact.

Manufacturer narrative:
Product evaluation: the lens was returned advanced just past the loading area in a cartridge. The lens is pressed up against the roof of the cartridge. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage observed. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Iol product history records were reviewed and the documentation indicated the product met release criteria. The lens was returned positioned incorrectly in a cartridge. The root cause for the reported "lens did not work" appears to be related to a failure to follow the directions for use (dfu). The lens was returned pressed up against the roof of the cartridge. The dfu instructs to bias the lens down before advancing the lens in the cartridge. Failure to follow this step may cause lens delivery issues. In addition there did not appear to be adequate viscoelastic in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).